Event description:
The facility representative reported to baxter (B)(4) technical services one ipump that is overinfusing. The reported condition occurred during bio-med testing while using a flow meter. The expected infusion rate was 10.0 ml/hr and the measured infusion rate was 10.96 ml/hr. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The condition of overinfusing was not confirmed or duplicated therefore, an assignable cause could not be determined. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).